Event description:
Customer reports receiving high readings on their precision xtra meter and changing medication based on these readings. Customer went to the emergency room where they were treated with glucose intravenously due hypoglycemia